Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported being unable to test due to an unspecified error displayed on the adc freestyle libre sensor. Customer further reported she was going to faint and "threw up" and self-treated with milk and sugar. Customer was seen in the emergency room where she was treated with 25 units of glucose by the healthcare provider. A sensor reading of 75 mg/dl was obtained compared to 105 mg/dl obtained on the hcp meter (unknown time). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to an unspecified error displayed on the adc freestyle libre sensor. Customer further reported she was going to faint and "threw up" and self-treated with milk and sugar. Customer was seen in the emergency room where she was treated with 25 units of glucose by the healthcare provider. A sensor reading of 75 mg/dl was obtained compared to 105 mg/dl obtained on the hcp meter (unknown time). There was no report of death or permanent impairment associated with this event.